Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and further evaluation. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of the adverse event related complaint include a solution quality issue, but this is unlikely; chemistry and microbiology data must met requirements prior to release of product. (B)(4).

Event description:
A nurse reported multiple patients presented with tass (toxic anterior segment syndrome) following phacoemulsification procedures. The patient this report represents presented with excessive inflammation (cells and fibrin) in the anterior chamber on post-operative day #1. The frequency of use for the patient's steroidal drops were increased in proportion to the degree of inflammation observed. This is the eighth of thirteen reports being filed for this facility.